Event description:
It was reported a bilateral patient underwent a left initial total hip arthroplasty in 2006 and a right initial total hip arthroplast in 2007. Subsequently, patient was revised on (B)(6) 2013 due to patient allegations of elevated cocr levels, weight gain, shortness of breath, fatigue and infiltrative cardiomyopathy. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 2 mdrs filed for the same person (reference 1825034-2013-01560 / 01561). This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.